Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failing efaa requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During the second establishing final arm angle (efaa) after removal of the lock line the clip opened. It is unknown if the clip jumped open or just continuously opened. The physician raised the grippers in an attempt to take the clip out. The grippers were then dropped and the clip was closed to 100% and would not reopen. The clip still had both leaflets inserted however not as much anterior leaflet was inserted as before. The clip was deployed without further issue and a second clip was placed next to the first clip to stabilize it, reducing mr to 3. Although a 25 minute delay was reported, the delay did not result in adverse patient sequelae; therefore is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported clip open during efaa could not be determined. A cause of the speculated clip jumping could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.